Event description:
Radiology tech, inserted 22# 1" insyte-w product into pt's r antecubital. It was a successful cardiolyte. He then performed a stress test on the pt. (Treadmill) at the end of the stress test, tech undressed the IV and proceeded to remove the catheter. When he pulled out the catheter, only the hub (adapter) was present in his hand. The pt was taken to x-ray and the catheter was found in the r antecubital fossa. He was then taken to an emergency room when they performed a cut-down procedure for retrieval of the catheter.